Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4). Description: precision spectra implantable pulse generator the explanted devices were not returned to bsn. A review of the manufacturing documentation for the lead and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patients midline incision has not healed and was infected. Symptom of infection was axial thoracic pain. The physician does not believe that the infection was device or procedure related and the cause was unknown. Antibiotics were prescribed. The patient underwent an explant procedure. No device malfunction suspected. The patient was doing well postoperatively.